Event description:
It was reported that the insulin pump alarmed an error and motor error during the manual prime process. The blood glucose reading was 200 mg/dl. The issue was not resolved by an infusion set change. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.